Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, an episode of undersensing was noted on the device. Technical support was contacted and suggested reprogramming the device. No intervention has been conducted at this time but is anticipated at the patient's next follow up. The patient was stable with no consequences.